Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields are d4 lot and UDI number, h6 device problem code. The dilator was returned inside the 7.5fr side port sheath with traces of blood on the components. A leak test was performed on the sheath and a leak was observed from the side port sheath stopcock. The reported event is confirmed by the evaluation. The device returned as part of the complaint was physically evaluated and the leak at bottom of stopcock was confirmed. The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of insertion kit work order: (B)(4), batch: 3000449832. The part is therefore thought to have left the wayne facility as a compliant device. Information gathered from the evaluation of the returned device supports the theory that the issue may have occurred before the 0684-54-0052 7.5fr reinforced sheath with sideport was shipped to getinge and in getinge's control. The piece was accepted as part of a larger batch that was accepted at incoming inspection based on an aql sampling plan. It is likely that the only time the piece was handled in the getinge facility was when it was loaded into the carrier as shown in the 02-530-55 insertion kit record card. The root cause of the "leak at the bottom of the stopcock" complaint is therefore inconclusive and cannot be determined. See attached engineering memo for reference. Additionally the part has been sent to supplier for investigation and is pending results. This issue has been determined to be a supplier manufacturing issue and scar was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4)

Event description:
It was reported by the customer that the trans-ray plus 35cc intra-aortic balloon (iab) had a leak from the three-way stopcock on the side port of the sheath introducer in the insertion kit included and it was determined to be a malfunction. A new product was issued and was able to be used without any problems. There was no harm to the patient's health, no delay in the procedure, and no additional procedures.